Event description:
It was reported that during the stent-assisted coil embolization of a-com (anterior communicating) unruptured aneurysm procedure, the subject stent couldn't be placed between the rt.a2 and lt.a1 as it could not reach the distal end of the target site as planned. After deployment, an attempt was made to remove the subject stent delivery wire, however resistance was encountered and it could not be pulled. A microcatheter was guided to retrieve the subject stent delivery wire. However, it got stuck with the subject stent and could not be guided. The microcatheter and the subject stent delivery wire were pulled together. Resulting in the migration of the subject stent from where placed, and the distal end of the subject stent became lt.a1 instead of rt.a2. The stent itself was placed. When the microcatheter and the subject stent delivery wire was removed out of the body, the subject stent delivery wire was found to be detached inside of the microcatheter. As per additional information indicated that the broken fragment of the subject stent delivery wire was left inside the patient's anatomy. The procedure was completed by inserting the coil using jailing technique.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿ updated. H3 summary attached - updated. D4 expiration date - added. Section b1 adverse event/product problem - corrected - product problem section h1 type of reportable event - corrected - malfunction. Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was found to be deployed and not returned. The stent was implanted during the procedure. The sdw (stent delivery wire) was found to be severely kinked/bent in multiply areas. The sdw was found to be broken/fractured. The broken off distal part of the sdw was found to be inside the proximal part of the catheter and visible through the hub as per photo 3. The stent introducer sheath was not returned. During functional inspection, sdw stuck in stent functional test was unable to perform the test as the stent was found to be deployed. Stent dislodged/migrated and device difficulty engaging target vessel was not applicable as it is procedure/patient related issues. Sdw broken/ fractured during use was not applicable. It was confirmed during the visual inspection. Sdw friction test was unable to perform due to the stent being deployed and the condition of the returned sdw. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event ¿sdw broken/fractured during use' was confirmed during visual inspection. The as reported event ¿un-retrieved device fragments' was not confirmed as the broken section of the sdw was returned inside the microcatheter. The as reported event ¿stent dislodged/migrated', ¿device difficulty engaging target vessel', ¿sdw friction' could not be duplicated as the stent was deployed inside the patient and was not returned. However, the analysis results are consistent with the reported event. The returned sdw portion of the device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'average tortuous'. It was reported that 'although the stent could be placed between the rt.a2 and lt.a1, the stent could not be reached to the distal end of the target site as planned. After that, an attempt was made to remove the delivery wire; however, a resistance was encountered, and the delivery wire could not be pulled. Therefore, an attempt was made to guide a microcatheter to retrieve the delivery wire. However, this microcatheter got stuck with the stent and could not be guided, both microcatheter and the delivery wire were pulled together to remove the delivery wire. Resulting in migration of the stent from where placed, and the distal end of the stent became lt.a1 instead of rt.a2. The stent itself was placed. When the microcatheter and the delivery wire was removed out of the body, it was found that the delivery wire was found to be detached inside of the microcatheter. In the follow-up good faith effort process it is stated that there was no medical intervention performed. The stent was not returned as it had been deployed inside the patient. The introducer sheath was also not returned for analysis. The sdw was the only portion of the stent system that was returned for analysis. The sdw was severely damaged and was kinked/bent in multiple locations along its length. In addition, the sdw was broken/fragmented at the distal end of the proximal bumper. The broken section of the sdw was returned inside the lumen of the returned microcatheter which was involved in this same procedure. An assignable cause of ¿procedural factors¿ has been assigned to as reported ¿stent dislodged/migrated', ¿device difficulty engaging target vessel', ¿sdw friction', ¿sdw broken/fractured during use¿ and to as analyzed ¿sdw broken/fractured during use¿, ¿sdw kinked/bent¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. The only exception is the as reported ¿un-retrieved device fragments¿. This will be given an assignable cause of ¿not confirmed' as the broken section of the sdw was returned inside the microcatheter.

Event description:
It was reported that during the stent-assisted coil embolization of a-com (anterior communicating) unruptured aneurysm procedure, the subject stent couldn't be placed between the rt.a2 and lt.a1 as it could not reach the distal end of the target site as planned. After deployment, an attempt was made to remove the subject stent delivery wire, however resistance was encountered and it could not be pulled. A microcatheter was guided to retrieve the subject stent delivery wire. However, it got stuck with the subject stent and could not be guided. The microcatheter and the subject stent delivery wire were pulled together. Resulting in the migration of the subject stent from where placed, and the distal end of the subject stent became lt.a1 instead of rt.a2. The stent itself was placed. When the microcatheter and the subject stent delivery wire was removed out of the body, the subject stent delivery wire was found to be detached inside of the microcatheter. As per additional information indicated that the broken fragment of the subject stent delivery wire was left inside the patient's anatomy. The procedure was completed by inserting the coil using jailing technique.